Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported an impedance issue. Impedance measurements were taken using the clinician programmer, and it was shown that pair 0-3 was 34 ohms. However, the pair is not being used in programming as the patient is using c+2 currently and receiving good therapeutic benefit from the implant. There were no patient symptoms reported and the short was noticed for the first time on date notified. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-21689.

Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the low impedance was not determined and the issue was not resolved. However, the contacts were not being used for programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.